Manufacturer narrative:
Event date: unspecified date in (B)(6) 2018. Actual sample was received for evaluation with the aluminum foil peeled. A visual inspection performed with the naked eye verified that the sponge was protruding above the rim of the cap. The reported issue was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was fully separated from the cap. This was discovered before use. There was no patient involvement. No additional information is available.